Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was found in rrt 2,5 years after implant. Numerous error messages were displayed including reset. Oversensing on both leads was observed and could be reproduced by manipulation of the device in the pocket. The physician is suspecting a premature battery depletion. Preliminary analysis revealed that normal battery depletion occurred.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was found in rrt 2,5 years after implant. Numerous error messages were displayed including reset. Oversensing on both leads was observed and could be reproduced by manipulation of the device in the pocket. The physician is suspecting a premature battery depletion. Preliminary analysis revealed that normal battery depletion occurred.